Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post implant, the leadless implantable pulse generator (ipg) device exhibited a pacing problem with intermittent loss of capture. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.